Manufacturer narrative:
Concomitant medical products: 4296 lead implanted: (B)(6) 2016 and 5076 lead implanted: (B)(6) jan. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing of one beat during a ventricular fibrillation (vf) arrhy thmia. It was also noted that the rv lead appears to be intermittently undersensing on some stored egms (electrograms). The rv lead remains in use. No patient complications have been reported as a result of this event.